Event description:
A customer in (B)(6) reported a leak during priming of the set. No patient injury or medical intervention was reported. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was evaluated and the leak was confirmed. The cause for the leak was determined to be inadequate solvent in the assembly of the tube and the arterial chamber. A batch review was performed and showed that this lot was manufactured on (B)(6) 2010 with overall satisfactory results. The 510(k) entry is left blank as this is being reported as having same or similar product in the united states.